Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch maj580-8934h and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis two unopened samples of product code 8934, lot maj580. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture during continuous suturing though no extra force was applied. It was not a control release needle. Further details are not available. There were no adverse consequences to the patient.